Event description:
The event occurred subsequent to an elective procedure carried out in 2003 to replace a true aneurysm. A four branch vascular gaft was implanted. Twenty-six days post implant, the condition of the pt deteriorated. The surgeon suspected bleeding from the thoracic cavity. The surgeon observed an abnormal mediastinum shadow. He opened the pt's chest again and found a 2mm "hole" 2-3mm above in the left bifurcated area of the graft. An attempt was made to stop the leakage by suturing. However the hole became wider due to the fragile condition of the area around the hole. The leakage was stopped by using a pledget on the graft hole. However the pt died later in the day. A post mortem is currently being carried out to determine the cause of death.